Manufacturer narrative:
The date of occurrence was estimated as (B)(6) 2013 as the date was reported as unknown. Investigation: inratio precision data provided by end-user: inratio 0.9 and 3.1; mean 2.0; sd 1.56; %cv 77.78. Since %cv exceeds (B)(4), inratio meter results do not pass the criteria for precision. Further testing is required. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: inratio 0.9 and 3.1; reference 2.4; mean 2.13; confidence limits 1.4 - 3.1. The mean of the inratio meter and comparative system inr was calculated. First inratio result falls outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing performed on reported lot 303234 on (B)(4) 2013 yielded the following results: donor (B)(4); inratio 2.3, 2.0, 2.2; reference 3.00, bias threshold 2.00 - 4.00; %cv 7.05. Donor (B)(4); inratio 2.6, 2.7, 2.9; reference 2.86; bias threshold 1.86 - 3.86; %cv 5.59. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned, therefore, retain products were used for investigating testing. The retain strip testing results met accuracy and precision criteria. The root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot #303234, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013; inratio inr 0.9 and 3.1; laboratory inr 2.4. The time between testing was two hours. The patient's therapeutic range was not provided. There was no reported adverse patient sequela. There was no additional information provided.